Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported they are not getting a real reading of whether or not the therapy is helping the patient because every time they go to the patient home, the therapy keeps kicking off. Caller reported the implant battery depletes fast, the device was charged to 100% and next day the ins is depleted. Caller stated the handset battery level drop down quickly. Caller mentioned patient has a follow up appointment on monday. Agent asked caller if patient is looking at the recharger application on the handset screen to see how much charge the implant has and caller said patient is 83 years old and doesn't know how to use the devices. Patient service reviewed device function and recommend caller call back with patient and the devices for assistance.